Event description:
Almost a year after having the essure procedure done, I have hashimoto's disease. I have always been an extremely healthy woman. I have never had any type of disease. Nearly a year after having the essure procedure, I was diagnosed with an autoimmune disease called hashimoto's hypothyroidism.